Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the returned control pc board has been completed. No device logs were received. The device was not used to treat a patient during the event. Simulated use testing of the returned pc board in a reference ventilator led to generation of the reported technical error at startup. The fault condition was permanent and it was not possible to start the ventilation. Software memory testing of the pc board failed and it was not possible to re-install software, most probably caused by a problem with the memory controller or the related components to this function. Appearance of this failure during startup will be notified to the user by a generated alarm and the reported technical error code indicating communication failure between monitoring and breathing sub-systems. If the fault occurs during ventilation it will lead to stop of ventilation and the user will be notified by the corresponding high priority alarm and technical error code. The conclusion in this matter is that the reported problem is caused by a hardware failure occurring on the control pc board, but the failing component has not been determined.

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.